Event description:
Pt had a sparc sling placed on (B)(6) 2010 at (B)(6). Noted painful intercourse and husband with penile bleeding within 6 months after surgery. Seen today in my office and dx with vaginal mesh erosion/extrusion of sling tape/mesh. Plan will be for outpatient surgery to excise exposed mesh at a future date.